Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Needs to contain a bit more details regarding the ae, please update to: it was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 62 mg/dl, and the meter bg reading was 431 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer. Due to the inaccuracy, the customer¿s bg increased to 506 mg/dl. At the time of the report the customer had not treated the elevated bg level. The customer declined to provide any additional information pertaining to the event.